Event description:
A signal loss issue was reported with the adc device and the low glucose alarm did not sound. The customer was unaware of changes in glucose levels. As a result, customer experienced sweating and a loss of consciousness and was unable to self-treat, requiring non-hcp treatment of glucose via injection for a diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. Section b3 has been updated to reflect date of event of (B)(6) 2022.

Event description:
A signal loss issue was reported with the adc device and the low glucose alarm did not sound. The customer was unaware of changes in glucose levels. As a result, customer experienced sweating and a loss of consciousness and was unable to self-treat, requiring non-hcp treatment of glucose via injection for a diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A signal loss issue was reported with the adc device and the low glucose alarm did not sound. The customer was unaware of changes in glucose levels. As a result, customer experienced sweating and a loss of consciousness and was unable to self-treat, requiring non-hcp treatment of glucose via injection for a diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.